Manufacturer narrative:
The patient reported shocking sensations during the use. Concern for a potential neurological issue has led to a referral to a neurologist. No further information available.

Event description:
Patient reported that since activation, the patient has had incidents of "tremors" and "shocking" several times while doing treatments. The first time, the patient went to the ER, and the tremors were documented. A week later, she experienced both tremors in her arms and a shocking near the implant site.